Event description:
The technician alleged that the brakes will not hold after being engaged. No injury reported.

Manufacturer narrative:
The technician found the brake casters are worn. The technician replaced the brake casters to resolve the issue.